Manufacturer narrative:
Site reported that a patient was having the light adjustable lens explanted from the left eye because the patient was not fully compliant to uv spectacle wear. Rxsight's first awareness of the event was 8/30/2021. The explanted lens was returned for evaluation. Visual inspection and optical testing of the returned lens confirmed the presence of an ambient zone on the lens, which is indicative of exposure of the lens to ambient uv light prior to lock in.

Event description:
Site reported that a patient was having the light adjustable lens explanted from the left eye because the patient was not fully compliant to uv spectacle wear. Rxsight's first awareness of the event was 8/30/2021.

Manufacturer narrative:
Site reported that a patient was having the light adjustable lens explanted from the left eye because the patient was not fully compliant to uv spectacle wear. Rxsight's first awareness of the event was (B)(6) 2021. The device history record for the lens was reviewed. No issues were noted. The lens has been received and is currently undergoing evaluation.

Event description:
Site reported that a patient was having the light adjustable lens explanted from the left eye because the patient was not fully compliant to uv spectacle wear. Rxsight's first awareness of the event was (B)(6) 2021.